Event description:
Bed was found in "down" storage area. Hi-lo heads drifts down slowly. No pt impact was reported.

Manufacturer narrative:
Technician found the bed in storage area. Head hi-lo drifted slowly down due to faulty emergency trend valve. Replaced emergency trend valve to resolve this issue.